Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment of a device connection issue, noting that it failed the ventricular recovery test; the device was scrapped, and a replacement was sent to the customer.

Event description:
It was reported that the analyzer had a connection issue which would not allow the programmer to read it. The programmer and analyzer were returned to service. There was no patient involvement.